Event description:
It was reported that the pt had a poor communication screen when trying to recharge. Pt formerly got eight coupling bars darkened and then got none. Pt believed that the pocket was loose and that the device may have flipped. Following an x-ray the doctor did not think the device was flipped. Pt performed another reset which began in the doctor's office and concluded at home. Following this, the pt was unable to recharge the battery. It was later reported pt had a battery replacement in (B)(6) 2010, and was not having any more problems.

Manufacturer narrative:
(B)(4)